Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test due to blank display. However analysis does not meets specification.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump dropped and the would not turn on. The customer¿s blood glucose level was 5.4 mmol/l at the time of the incident. Customer stated they were showering and when they stepped out of the shower they found the device on the floor. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned and will be returned for analysis.